Event description:
A report was received that the patient's implant was not holding a charge for an adequate amount of time. Analysis of the patient's database revealed that the device appears to exhibit premature battery depletion. A replacement of the ipg was recommended.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced and the patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's implant was not holding a charge for an adequate amount of time. Analysis of the patient's database revealed that the device appears to exhibit premature battery depletion. A replacement of the ipg was recommended.